Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed.manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent cardiac ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that one hour after the case they noticed hypotension during an avnrt case and a perforation into the pericardial sac where blood was discovered to be leaking by ultrasound. A pericardiocentesis was performed and 700ml of fluid was extracted. The adverse event was discovered post use of biosense webster products. The physician expressed that they feel the cause of the event was due to a bwi product malfunction. At the beginning of the case a webster¿ electrophysiology catheter (quadrapolar catheter) was plugged in to the quad a port of the piu. The quad catheter was inserted into the patient and advanced into the right atrial appendage (raa). The catheter appeared intermittently on the carto screen- the catheter was flickering in and out of view. The clinical specialist alerted the physician and requested to troubleshoot the issue. To determine if more matrix was needed, the physician returned the thermocool® smart touch® sf bi-directional navigation catheter ablation catheter to the raa to create more matrix. The quad catheter was still flickering when it was advanced back into the raa. While the physician maneuvered the catheter, it appeared in the raa and then floating in the mid atria with corresponding electrograms when flickering. When flickering in view catheter never appeared outside of the ra fam. The clinical specialist attempted to view the catheter electrodes by applying ¿shift + w¿, but no electrode coins were present. The clinical specialist then asked the physician to unplug and re-plug the catheter cable. The quad continued to flicker. The quad catheter cable was unplugged from quad a and plugged into quad b of the piu. The quad catheter was visualized immediately without flickering and the electrode coins were visible. No issues with visualization of the quad catheter for remainder of the case. The quad catheter remained in the raa throughout the case. Trouble shooting of this catheter occurred in the beginning of the case and took no more than a few minutes. No indications of hypotension during catheter positioning or trouble shooting. The physician did not verbalize any feelings of resistance from the quad catheter. The physician expressed concern that lack of visualization of the quad placed in the raa during trouble shooting may have caused perforation. They stated that flickering of the catheter and not being able to see catheter consistently while trouble shooting, could have caused him to continue advancing the catheter and perforate the raa while trying to place the catheter. Fluoroscopy and ultrasound was not used while placing the catheter. Hypotension was not noted in the beginning of the case. The clinical specialist was told by a member of the staff a few hours after the incident was discovered, that a cardiac echocardiogram had been done with dye to determine the location of the leak. The clinical specialist was told by the staff that the result of this exam indicated a bleed coming from the right ventricle and not the right atrial appendage. The event required medical intervention. When in recovery, the patient was noted to be hypotensive and bradycardic. An emergent ultrasound was done and a pericardial effusion was noted. A pericardiocentesis was performed and a drain was placed. The drain output was monitored, heparin was reversed, further imaging was done and consult for cardiovascular (cv) surgery was done. Patient was given a blood transfusion. As of the morning of (B)(6) 2020 the staff stated that the patient was ¿doing well¿ and did not go for surgery. The outcome of the adverse event as of (B)(6) 20202 is improved, the patient is recovering and it is still an ongoing event. At this time, surgical intervention has not been required. The patient had originally been a same day discharge candidate. As a result of the event the patient is still hospitalized as of (B)(6) 2020. The length of the extended hospital stay is currently unknown as the event is ongoing. Unaware of any pertinent patient medical history other than history of svt suspected to be avnrt. The patient was hypertensive and treated with hydralazine at the beginning of the case while the physician was getting groin access in order to place catheters. Systolic bp was noted by anesthesia to be in the 190s. The patient was also heparinized due to a history of dvts and not taking anticoagulants in the days leading up to the procedure. I was told by the staff that the patient was not given protamine to reverse the heparin at the end of the case. I was told the heparin was reversed during the pericardiocentesis and acts were being monitored. The thermocool® smart touch® sf bi-directional navigation catheter ablation catheter was the first catheter inserted in order to create matrix and fam. As per the physicians usual workflow, fam of the right atrium was created prior to zeroing the force. Fam of the tricuspid valve and coronary sinus (cs) was created at this time, but fam of the rv was not collected as this was not the area of interest for the suspected arrhythmia. Once fam was complete and the quad and decanav were placed, the thermocool® smart touch® sf bi-directional navigation catheter was zeroed. Following zeroing, a his cloud was made and the catheter was placed in the right ventricle (rv) in order to pace for the ep study. The physician did not verbalize any feelings of resistance. Thermocool® smart touch® sf bi-directional navigation catheter placed in rv to creates tricuspid valve annulus fam, during pacing for electrophysiology study (eps) and to induce avnrt, during pacing after ablation, and during pacing on isuprel. High force alarm set to 40g. Force when pacing was 5-10g. Force in mid 20s for a few seconds when repositioning catheter to a position of lower force. Force in low 30s for <6 seconds when repositioning catheter. The physician did not express any feelings of extreme resistance or poking through. After burning, an eps and pacing to try to induce was done. Hypotension was noted by anesthesia when pacing on isuprel. The physician was aware and contributed it to pacing and isuprel, as this is not uncommon during these maneuvers. Anesthesia was giving pressers and fluid challenge, resulting in over 1l of fluid given. No echo or ice images of precordial space done prior to case. Ice catheter was not in use during case and perforation was not suspected at end of case so no imaging was down of the pericardial space. Fluoroscopy and ultrasound images of the heart not done at end of case as an adverse event was not expected. Once aware of the situation the case was backed up through carto replay on v7. Case immediately reviewed, no instances of high sustained force from thermocool® smart touch® sf bi-directional navigation catheter while in rv. The physician expressed concern that lack of visualization of the quad placed in the raa during trouble shooting may have caused perforation. Stated that flickering of the catheter and not being able to see catheter consistently while trouble shooting, could have caused him to perforate the raa while trying to place the catheter. No transseptal was performed. There was no evidence of steam pop. There was no rise in impedance during ablation. The patient was having an avnrt ablation, only the slow pathway was ablated and no other locations of the atrium or ventricle. It is unknown at which phase of the case the event occurred. The patient¿s symptoms were noted after the case, after the patient had left the ep lab and was in recovery. During the case, the patient did have hypotension post ablation while pacing and while on isuprel. The hypotension was attributed to the pacing and isuprel. The hypotension during that time was supported by anesthesia through fluids and pressors. The physician was aware of the hypotension and aware of anesthesia administering fluids and pressors. As the pacing and isuprel was suspected to be the cause of the hypotension during the case by the physician, there was no concern of complications. There were no events in the case in which concern for perforation or high force was vocalized by the physician in the case. No fluoroscopy or ultrasound imaging was done at the conclusion of the case. Once made aware of the event, the clinical specialist reviewed the backed up case file for any signs of when the event may have occurred. Based on force throughout the case, they could not identify a moment of sustained high force in the right ventricle during the case. The only moments of increased force were brief while the physician was repositioning the catheter for better contact during pacing. The clinical specialist verbalized to the physician when brief moments of increased force occurred while repositioning and the physician would immediately reposition the catheter to decrease force. During this positioning, the physician did not verbalize any feelings of resistance or feelings of possible perforation. As this was an avnrt case, ablation only occurred in the right atrium. There were no incidences of high force or impedance during ablation, and there were not incidences of steam pops. No error messages were observed on biosense webster equipment during the procedure.. The visitag parameters used were as follows: range 2.5mm, time 3 sec, force over time (fot) 25%, force 3g,tag size 2, high force threshold (red flashing) 40g. Respiratory adjustment was also used. Impedance drop with a scale of 3-10 ohms was used for coloring. The customer¿s reported visualization issues with the webster¿ electrophysiology catheter (quad catheter) has been assessed as not MDR reportable since if the device is not visualized by the carto 3 system the user will have to replace the catheter in order to complete the case. The most likely consequence is an intraprocedural delay and the potential risk that it could cause or contribute to a serious injury or death is remote. Since the perforation was confirmed in the right ventricle the event is coded under the ablation catheter.